Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had stimulation in the wrong location (left buttock). The issue started about a week ago ((B)(6) 2018). The patient stated that had some falls that could be related to the issue. They had a bad fall back in (B)(6) when they fell down some starts and landed on their buttocks. They had fallen a few additional times since then. They had tried the different programs and all of the stimulation was now felt in their left buttock. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.